Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that false positives in drawer a rows j & k,"

Manufacturer narrative:
H.6. Investigation: a complaint of "false positives in rows j & k" was received against material number: 441385 instrument top bactec fx, serial number:(B)(6). Field service engineer was dispatched and rack was replaced to resolve the issue. The complaint is confirmed and the root cause is related to "faulty rack". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/12/2018. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history record review revealed no previous complaints for this issue. No new risks or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that false positives in drawer a rows j & k "